Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.5/2.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a same size lens, implanted vertically due to excessive vault. Reportedly, "adjust horizontal position to vertical position." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic torn with foreign material on the lens surface, specifically fibers. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).